Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 2.25 x 28 synergy¿ drug-eluting stent was selected to treat the lesion. However during preparation, as the protector sheath was removed, the stent also came off from the mount and was noted to be stretched. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts on the distal end of the stent that were bent and stretched. The stent was stretched over the distal tip. The outer diameter (od) of the undamaged portion of the stent was measured with a calibrated snap gauge and is within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination found no issues with the shaft polymer extrusion profile. Functional testing was attempted but due to the stent damage testing was not successful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 2.25 x 28 synergy¿ drug-eluting stent was selected to treat the lesion. However during preparation, as the protector sheath was removed, the stent also came off from the mount and was noted to be stretched. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.